Manufacturer narrative:
Low bg - 213, 71.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly reset multiple times. A pump reset on (B)(6) 2016 impacted the customer's blood glucose level (325 mg/dl). A manual injection was delivered to correct elevated bg level. The customer resumed insulin therapy on the pump. Additionally, it was reported that the customer woke up with a low bg level on (B)(6) 2016. The customer stated it was due to over blousing with an injection due to the pump unexpectedly resetting itself. The customer drank juice to address low bg level. The pump unexpectedly reset again on (B)(6) 2016. The customer's bg level was impacted (400 mg/dl). A manual injection was administered to correct elevated bg level. It was indicated that the customer had alternate insulin therapy available until the replacement pump was received.